Event description:
Pt was 5 days pop cervical spine fusion. Pt scan was completed on the 3t MRI skyra (d) however metal artifact obscured possible roi. Pt was moved to the 1.5t MRI aera (b) to attempt to reduce metal artifact. During the first diagnostic scan t2 tse sagittal scan pt began to move with 50 seconds remaining. I went in the room and encourage pt to hold still till the scan completed which he managed with great difficulty. I brought him immediately out of the scanner and he was very anxious and stated that he felt the hardware in his neck was vibrating and shaking, causing his hands to become paralyzed and numb. To the point that he was unable to squeeze the panic ball. No more scans were acquired. Reason for consultation: weakness after surgery. Brief history: the patient is a (B)(6) male with a history of cervical radiculopathy, status post c7 through t1 decompression and fusion on (B)(6) 2016 with dr.(B)(6) who presents after worsening weakness and numbness. He underwent surgery on (B)(6) 2016 which was noted to have no complications and he was discharged on (B)(6) 2016. He states that afterwards he began to have right leg weakness, as well as return of his left arm weakness which was his original reason for surgery, and then progressing to left leg numbness. He denies any fever or chills, no bowel or bladder incontinence. His incision has not had any leakage or pain or redness or swelling. He denies any chest pain or shortness of breath. Review of systems: review of systems is negative unless as mentioned above. Past medical history: cervical radiculopathy, c8, causing left hand grip weakness - this was the reason for surgery. He was also noted to have opll at the time. Past surgical history: c7 through t1 posterior decompression and fusion on (B)(6) 2016 with dr. (B)(6). Appendectomy in 2006. Medications: gabapentin 200 mg t.i.d. Cyclobenzaprine 10 mg once a day. Tylenol pm as needed. Naproxen sodium 500 mg b.i.d. Tizanidine 2 mg t.i.d. Percocet 325 mg/5 mg one to two q. 4 hours p.r.n. Docusate/senna. Allergies: he is allergic to morphine. Family history: family is noncontributory. Social history: he does not smoke, drink, or use drugs. He is married. He is a retired military policeman. His wife is an ICU nurse. Her name is... Physical examination : neurologic: eyes open spontaneously. Regards, follows commands. Extraocular movements intact. Pupils were equal, round and reactive to light, 4 to 2 mm. Face symmetric. Tongue is midline. No drift. Deltoids, biceps, and triceps are 5 out of 5 bilateral.